Event description:
A surgeon reported that following an intraocular lens (iol) implant, the lens was noted to be rotated off axis. The surgeon reported that on the first postoperative day, the pt's vision was good. A few days later, the pt reported blurry vision. Upon examination, the iol was noted to be off axis. The pt was taken back to surgery and the lens was rotated back into the intended position. At a postoperative visit, the surgeon noted the lens had again rotated out of position. In a follow up, the surgeon reported a refractive enhancement procedure had been performed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/10/2011, 10/11/2011, and 10/14/2011 by phone, fax, and mail. A completed questionnaire was received on 10/21/2011. (B)(4).